Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.00mmx2.0cmx90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation before reaching nominal burst pressure. The balloon was removed from the patient's body without problems and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.